Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals discoloration, scratches and gouges in the surface of the device. The visual also reveals the device has damage along the base, more than likely from attempted insertion. A dimensional evaluation of the returned device could not be performed due to the damage/deformation from use. The damage/deformation would not allow for accurate measurement. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the information as reported by the customer, the clinical root cause of the reported poly was knocked out of the tibial tray was due to the ¿patient fell.¿ the patient impact beyond the reported patient fall and revision cannot be determined. Per case communication, the patient left surgery stable. The patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Event description:
It was reported that, after a tka surgery had been performed, the patient experienced a fall and knocked the jrny ii bcs xlpe art isrt sz 3-4-rt 9mm device out of the tibial tray. This adverse event was solved by a revision surgery to swap the poly. Patient left surgery in good health.